Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Final quality evaluation was performed on (B)(4) 2011 based on the following requirements: the lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are a total of 2 complaints of this type for this icc code. None of them were confirmed. There is no indication of complaint trend based on this review. In addition, no nonconformance or capas relating to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation. In conclusion, based on the investigation conducted, this complaint is not confirmed. To date, no additional patient/event details have been provided. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Report provided by facility's risk manager is indicated as follows: admission date of the patient was (B)(6) 2011. Patient was noted to have a peri anal fissure and lower gi bleeding. No information was provided as to when the fms was inserted; how much water was instilled; or when it was removed. No diagnostic procedures were instituted after the bleeding was noted. It is reported that patient underwent several endoscopes and lower gi work ups prior to the event. Lastly, it is reported that patient's family requested she be transferred to a tertiary care hospital and was thus discharged on (B)(6) 2011. No information regarding her condition after her transfer.